Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that their therapy was not working to relieve their target urinary frequency/urgency symptoms. Patient said they were uncomfortable and was waking up 5 to 6 times per night. Patient had been tested for urinary tract infections (uti) by their health care professional (hcp) and the results were negative. Patient said they had been put on a pill for urgency, but it had not helped either. Patient noted that they had tried increasing the stimulation intensity and changed programs, which was also ineffective. Patient reported a fall, further stating that they slipped of cement stairs and hit their whole back. Patient said they had not seen their hcp to have the system assessed since this occurred. It was reviewed that when these incidents occur, the system should be assessed. Patient was redirected to hcp for system assessment after the fall and return of target symptoms. No further patient complications were reported/ anticipated as a result of this event.